Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy and the event of peritonitis. With the peritoneal effluent fluid cultures presenting no growth, the reservoir, mode of transmission and pathogen of this infection remains unknown. However, the initial increased wbc count and the patient¿s responsiveness to antibiotics indicate a common peritoneal infection of unknown etiology. With no confirmed source of this patient¿s peritonitis and without the cycler set available for product investigation, a specific cause cannot be determined at this time. Due to an allegation involving a leak from the cassette as the possible cause of infection, the liberty cycler set cannot be excluded as a possible source. Based on the available information, a specific allegation involving the liberty cycler set exists yet there is no objective evidence indicating a fresenius product deficiency or malfunction, caused or contributed to the patient¿s serious injury. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event date. This review included the lot numbers for all cycler sets shipped to the account in the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was an inferred allegation this adverse event was due to the dialysate solution being exposed to high temperatures in the initial reporting. Upon follow up with the patient contact, it was confirmed the patient had not used the dialysate solution bags that were exposed to high temperatures and the dialysate was not the source of infection. Upon follow up with the pd registered nurse (pdrn), it was reported this patient presented to the emergency department (ed) on (B)(6) 2020 following symptoms of abdominal pain and nausea, initially experienced the day prior. The patient was admitted to the hospital where peritoneal effluent fluid cultures taken. The cultures presented with no growth and a white blood cell (wbc) count of 7095/mm3. The patient was diagnosed with peritonitis due to unknown etiology and was prescribed a one-time dose of intraperitoneal (ip) vancomycin (dosage unknown). The patient¿s antibiotic regimen was changed to ip ceftazidime at 1000 mg every day for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler and products (model and brand unknown) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-charge. The pdrn stated although the cause was unknown, they believed the patient¿s peritonitis and the associated hospitalization were due to a liberty set cassette leak that occurred prior to the ed visit. The liberty cycler set was discarded and not available for return to the manufacturer for physical evaluation.